Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation; however, a zoll representative was onsite to visually inspect the electrode pads and no issues were found. The customer was contacted for return of the suspect product. The zoll representative was informed that the pads were disposed of and are not available for further evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes were slipping would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.